Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A search of the complaint handling database was performed and no other incidents were identified from this lot for leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that during device preparation of the armada 35, outside the anatomy, a lot of air was aspirated using an indeflator. There was no patient involvement. The connection between the armada and the indeflator was confirmed to be secure. Another armada 35 was used with the same indeflator to complete the procedure without further incident. At the end of the procedure, the first armada 35 was inflated with a syringe without issue. No additional information was provided.